Manufacturer narrative:
(B)(4). Devices a and c were received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the devices when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display device b was received in good physical condition. The electrode and the jaw were inspected and no issues were found. The device was tested with a generator and the device performed as required during testing. The devices was tested on the generator and passed all functional testing. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No yellow alert screens were displaying during testing. Device b batch h91z2d.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the devices were used during a total laparoscopic hysterectomy procedure. The devices were not working appropriately during the case. (2) devices the pads came off and (1) wasn't working correctly, no specifics could be provided. Another device was used to complete the case. There was no adverse consequence to the patient.